Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for routine follow-up with evidence of noise on the atrial channel. Upon review, several episodes of auto-mode switch (ams) due to noise were observed. Review of the electrograms (egms) suggested the noise was myopotential oversensing. The noise was reproducible with isometrics, but not deep breathing. Programming changes were made and resolved the noise. The patient was stable.